Event description:
Percutaneous coronary intervention (pci) was performed in a 99% stenosed lesion without calcification and moderate tortuosity in the distal left circumflex (lcx) artery. The intravascular ultrasound (ivus) imaging catheter was being used to image the lesion prior to pre-dilatation. Resistance was felt when the ivus catheter crossed the lesion. Upon withdrawal, the ivus catheter became stuck in the lesion. The imaging core was removed from the ivus catheter and a guide wire inserted into the sheath as a support wire. The catheter was successfully released from the lesion. The procedure was completed with another ivus catheter. No patient injury was reported and the patient status was reported as 'good'.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints for stuck in lesion were found in this lot. The sheath assembly was not returned as it was disposed of at the user facility. Visual inspection of the returned catheter revealed no fluid inside the telescope assembly and no fluid was found inside the hub. During image characterization testing, a good image appeared in the system. A review of the device labeling and directions for use (dfu) revealed these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the returned device, dfu review and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck in lesion has been determined to be due to operational context.

Event description:
Percutaneous coronary intervention (pci) was performed in a 99% stenosed lesion without calcification and moderate tortuosity in the distal left circumflex (lcx) artery. The intravascular ultrasound (ivus) imaging catheter was being used to image the lesion prior to pre-dilatation. Resistance was felt when the ivus catheter crossed the lesion. Upon withdrawal, the ivus catheter became stuck in the lesion. The imaging core was removed from the ivus catheter and a guide wire inserted into the sheath as a support wire. The catheter was successfully released from the lesion. The procedure was completed with another ivus catheter. No patient injury was reported and the patient status was reported as "good".